Event description:
A customer reported that leakage from the cassette occurred during priming. The cassette was exchanged. There was no patient involvement.

Manufacturer narrative:
The investigation is in progress. A sample has not been received for evaluation. A root cause has not been identified. (B)(4).